Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subjected to tracking and trending.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6); inrato: 5.8; re-test: 3.2; time between tests: 5 minutes. Therapeutic range: 1.7-4.4.